Manufacturer narrative:
This event occurred outside the u.s. This event is associated with a legal case in (B)(4). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
A lawsuit alleges that the implantable pulse generator malfunction and as a result the patient died. The device was interrogated prior to explant. The cause of death is unknown.